Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness (reoccurring infections, toxicity in body, weakened immune system, and curtibacterium acnes). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5090822 that a female patient of unknown age and race underwent unspecified breast augmentation with 325cc mentor memorygel breast implant on both sides and experienced reoccurring infections, toxicity in body, weakened immune system, and cutibacterium acnes. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.